Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4) event occurred in the united states on 06-may-2024, it was reported by the patient that she got insulin flow blocked alarm. In troubleshooting it was found that alarm was caused by set/reservoir connection. High blood glucose level was 257 mg/dl. No further information was available

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6003852 in question was manufactured at the reynosa site. The reference samples for the lot 6003852 were already tested previously on the (B)(4) for flow. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. 1 used set was provided for investigation. The following tests were performed: visual test according to wi version 2, the returned sample test passed functional test: underwater flow, according to wi version 1, the returned sample, does not test passed, returned sample was found with pcc connector needle clogged (by insulin) a batch record review was conducted resulting in the following: the 6003852 was manufactured according to the wi version 70 manufactured in the multivac10, on 21/oct/2023, with a total of (B)(4) units. Glue-tubing review was conducted resulting in the following: the 3k02486 was manufactured according to the wi version 11 manufactured in the machine lc02, on 13/oct/2023, with a total of (B)(4) units. The 3k02555 was manufactured according to the wi version 11 manufactured in the machine lc02, on 17/oct/2023, with a total of (B)(4) units. The 3k03065 was manufactured according to the wi version 11 manufactured in the machine lc02, on 20/oct/2023, with a total of (B)(4) units. The 3k03808 was manufactured according to the wi version 11 manufactured in the machine lc02, on 21/oct/2023, with a total of (B)(4) units. The 3j05060 was manufactured according to the wi version 11 manufactured in the machine lc01, on 11/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on 11-mar-2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6003852 and no other complaint has been registered in database since the last 12 months conclusion summary of the related event: as a result of the following: harm no reportable, on the investigation on returned samples, one set is found with soft cannula with pcc connector needle clogged (by insulin), this occurred during use and it is not a process failure. No non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the pms product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.